Event description:
It was reported to philips that the device had failed its op check for the defib test. There was no patient involvement.

Event description:
It was reported to philips that the device had failed its op check for the defib test. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified/duplicated in lab. The returned therapy pca tested and operated as normal. There is no fault found with the therapy board.

Manufacturer narrative:
Additional info: b5 added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.